Event description:
Caller tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 5.9 inr. No treatment required. Coumadin had been planned to be held starting the day of the tests due to an upcoming scheduled procedure to replace his ICD defibrillator. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.